Manufacturer narrative:
Based on info received from the surgeon, who performed both the initial and revision surgical procedures, there was a lack of healing. This, along with the excessive loading due to pt activities, exceeded the design limit for this device. The apparent lack of soft tissue healing in combination with high risk activities is likely to have contributed to the device failure. Full healing normally occurs within the first 3 months, following the initial surgery. No explanation was given for the lack of visible bony ingrowth into the graft at approx 14 months post-operative.

Event description:
Approx 14 months following anterior cruciate ligament (acl) reconstruction, the pt reported a "give way" episode while playing basketball. MRI and endoscopy confirmed fracture of the fixation device (implant). The device was surgically removed and competitive product was used to achieve fixation.